Event description:
It was reported that a patient, (B)(6) female, underwent an atrial fibrillation (afib) procedure, suffered a cardiac perforation. A perforation of the right superior pulmonary vein was noticed as the ablation catheter was visualized outside of the cardiac silhouette. The customer also reported that a pericardial effusion in the region of the right superior pulmonary vein was confirmed by ice. The customer reported that protamine was administered to the patient. The patient required prolong hospitalization for extra day. The physician¿s opinion on the cause of this adverse event was torque of mobi catheter. Since the smarttouch catheter was present during this procedure, bwi takes conservative approach and report this event under the smarttouch catheter.

Manufacturer narrative:
The following bwi devices were in use: carto 3 (11479), stockert (s/n unknown), cool flow pump (s/n unknown), smarttouch catheter (d132705, 17053240m - being returned), mobicath (d140010, (B)(4)), acunav catheter ((B)(4)), decapolar catheter ((B)(4), 16058671m), preface sheath (301803m, 17046485), and a pentaray nav catheter (d128207, 17073698l). (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (10/2/2014) . The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a perforation of the right superior pulmonary vein was noticed as the ablation catheter was visualized outside of the cardiac silhouette. It was also reported that a pericardial effusion in the region of the right superior pulmonary vein was confirmed by ice. Upon receiving, the catheter was visually inspected and shaft was found with white stress marks next to the catheter client tip. These catheter shaft conditions were not reported by the customer. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and coil disconnection tester (cdt). The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The sensor coils were found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion and the visualization issue remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.